Manufacturer narrative:
The investigation determined that non-reproducible and higher than expected vitros troponin I es results were obtained from two different patient samples processed using vitros troponin I es (tropi es) reagent on a vitros 3600 immunodiagnostic system. A definitive assignable cause for the non-reproducible, higher than expected vitros tropi es results could not be determined with the limited information provided. A vitros tropi es lot 3280 reagent issue could not be ruled out as a contributor to the event as the customer did not run quality control fluids to verify the performance of the vitros tropi es lot 3280 prior to the event. However, ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros tropi es lot 3280. Pre-analytical sample processing could not be ruled out as a contributing factor as it was not established whether the customer was following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. An instrument issue cannot be ruled out as a contributor to the event as precision testing was not performed on the vitros 3600 immunodiagnostic system to verify its performance around the time of the event. The technical solutions center (tsc) stated that the instrument was no longer in use and had been uninstalled from the customer's laboratory. The vitros 3600 immunodiagnostic system posted expired maintenance test codes for the non-reproducible, higher than expected vitros tropi es results. Furthermore, the tsc indicated that maintenance activities had not been carried out on the instrument prior to the event. Therefore, failure to perform scheduled maintenance activities cannot be ruled out as a contributor to the event.

Event description:
An ortho clinical diagnostics (ortho) laboratory specialist (ls) reported non-reproducible and higher than expected vitros troponin I es results from two different patient samples processed using vitros troponin I es (tropi es) reagent in combination with a vitros 3600 immunodiagnostic system. Patient 1 sample result of 2.1 ng/ml versus the expected result of <0.012 ng/ml. Patient 2 sample result of 4.69 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es results were reported from the laboratory. However, no treatment was altered, initiated or stopped based on the reported results. Corrected reports were later issued for both patients. There have been no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers: (B)(4).